Manufacturer narrative:
A preanalytic sample handling issue or incomplete user maintenance could have contributed to the issue. Based on the available data and observed failure mode, there was no evidence of an instrument or reagent issue. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer's serial number is (B)(4). The customer's qc was acceptable. The customer's calibration trace showed many std.e, >cuvet, and samp.s alarms. It was noted that a high number of abnormal cell blank alarms were observed. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen. 3 results for 2 patient samples on a cobas c 503 analytical unit. Patient 1: the initial result was 8.14% and the repeated result was 5.35%. Patient 2: the initial result was 7.43% and the repeated result was 5.54%. The samples were repeated due to the results not correlating with the patients' glucose results.